Manufacturer narrative:
The iol was returned for analysis. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable with loose fibers & particulate. The iol met specifications when dimensionally measured for edge thickness and plan view. The root cause for the reported complaint "posterior capsular rupture" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the lens was removed because there was a posterior capsular rupture. An anterior vitrectomy was also performed. Additional information was requested.